Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer noticed that the cartridge compartment is wet. He thinks the cartridge is leaky. No adverse event reported. Requested return of the cartridge for evaluation.